Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) turned off three times in (B)(6) and (B)(6) 2015 and on (B)(6) 2016. After the ins turned off for the third time, the hcp wanted the ins checked by a manufacturing representative. The ins turned off for the second time when the patient when through a theft detector. On (B)(6) 2016, the patient was home for lunch and the ins was on at that time and everything was good. About two hours later, the patient felt unwell and had a loss of therapy so they checked the ins. The ins was found to be off. In all three instances, the patient was able to turn the ins on with the patient programmer. An interrogation file of the ins showed the ins was manually turned off for five hours on (B)(6) 2016. No power on resets or loss of therapy due to empty battery was noted. No surgical intervention occurred or was planned. The issue was resolved at the time of this report.